Event description:
It was reported to boston scientific corporation that a amplatz super stiff was used to treat kidney stones during a ureteroscopy procedure in the ureter performed on (B)(6) 2024. During the procedure, it was noted that the guidewire was not advancing properly. The guidewire was removed, and it was noticed the polytetrafluoroethylene (ptfe) coating peeled off exposing the stainless-steel core, however it was still attached to the core wire. Another guidewire was attempted to be used, however, there was difficulty advancing the guidewire and found that it was buckled at the tip. The procedure was successfully completed with a sensor wire. The physician suspected urethral perforation of the patient after use of the first guidewire. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf patient code e2114 captures the reportable event of perforation.